Event description:
Ambu bag failed in function properly. The one-way valve would not open to permit air flow to ventilate the pt. Second ambu-bag of same lot# also failed to function (one way valve would not open as above). Pt ventilated with mouth to mouth. Subsequently all ambu bags in offices check, another bag (#3) failed in the same manner.